Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported that during the repair of the midline dressing, the luer connector was broken. It was stated this was "probably due to too much tightening during repair of the old dressing." Inability to use midline for drug administration, withdrawal of midline then prophylactic antibiotic therapy.